Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1n87m, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was seen in the office; the hcp noted that the patient had pain and infection of the site. The surgical site had cellulitis, was treated with antibiotics and the device would be returned in a week. Additional information from the healthcare professional (hcp) on (B)(6) reported the patient¿s implant was removed (B)(6). Additional information was received and it was confirmed that the permanent device was removed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight at the time of the event was provided).